Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The harmonic ace instrument was analyzed, which did not replicate or confirm the customer reported event. Visual inspection was performed, and no broken blade was observed. The instrument was placed and driven on an in-house system. The instrument was connected to the in-house harmonic ace generator and passed energy recognition. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The clamp arm opened and closed properly. Energy delivery was performed and passed. Further investigation found that the blade was damage with mechanical indentations. The instrument was also found to have teflon pad damage on the clamp arm, but no material appeared to be missing. The observation on the instrument blade during fa investigation does not match the image submitted by the customer.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the harmonic ace instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The provided image is consistent with the alleged issue of broken knife tip. This complaint is considered a reportable event due to the following conclusion: it was alleged that the tip of the harmonic ace instrument suddenly broke and fragment fell inside the patient and the fragment was retrieved during the same procedure. It is unknown what causes the alleged breakage to occur.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the harmonic ace instrument jaw suddenly broke. Per complaint note, the issue occurred when the surgeon was cleaning the abdominal aortic lymph node when the knife tip suddenly broke. The fragment was retrieved during the same procedure. The procedure was completed with no known injury or consequences to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment was retrieved by the assistant under the endoscope. It was confirmed by the operating room nurse that all fragments were retrieved. There was no additional surgery required to remove the fragment. It is unknown whether any post-operative tests were performed. The surgeon believed that the cause of the break was the quality of the instrument not being up to standard. The instrument was in use for more than an hour prior to the issue. Instrument inspection occurred prior to use and there was no damage or anything out of the ordinary found. The instrument was being used for dissecting when the fragment fell inside the patient. There was no instrument collision during the procedure. The instrument was not removed prior to the break, there was no resistance when removing the instrument through the cannula. No damage to the cannula, and no other damage to the instrument after removal. There was no reported patient injury.